Event description:
It was reported that this pacemaker went from a battery status of 4.5 years remaining to a status of three years remaining six months later. The device was suspected to be depleting prematurely. Device replacement was recommended and technical services (ts) recommended scheduling replacement at a time that is clinically appropriate. Additional information was received that the clinic plans to schedule a device replacement procedure for a future date. To date, no procedures have been scheduled or undertaken. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.